Event description:
It was reported that the right ventricular (rv) lead had low impedance in unipolar and bipolar configurations. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568, serial# (B)(4), implanted: (B)(6) 1999. (B)(4).